Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hole is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo was returned for evaluation. An initial visual observation showed use residue on the returned sample. A circumferential split was observed in the catheter between the 6 cm and 7 cm depth markers, approximately 7.8 cm distal to the molded joint. The catheter was also observed to be kinked at the location of this split. A microscopic observation revealed the edges of the split were rough but mostly straight, and one edge was observed to be slightly rounded. The fracture surfaces of the split were found to have an uneven and granular texture. Additional longitudinal splitting and whitening of the catheter material was observed at the corners of the split. The surface of the catheter material was observed to be slightly less lustrous leading up to the edges of the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of recz3197 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC inserted in patient presented for chemotherapy treatment. Staff reported significantly wet dressing and when checking line using push/pause technique leaking from this device was confirmed. PICC removed. Source of leak not immediately obvious. Line inserted r)brachial vein 20/1/20. Internal length 44cm, external length 11cm. Patient receiving regular chemotherapy.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz3197 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC inserted in patient presented for chemotherapy treatment. Staff reported significantly wet dressing and when checking line using push/pause technique leaking from this device was confirmed. PICC removed. Source of leak not immediately obvious. Line inserted r)brachial vein (B)(6) 2020. Internal length 44cm, external length 11cm. Patient receiving regular chemotherapy.